Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up in backup vvi. Patient was asymptomatic. A device download was successfully performed. Patient was stable before, during and after the event.